Event description:
The patient has an infection and the following implants were taken out: summit cementless stem size 7, lipped 32 marathon polyethylene liner size 62, and ceramic femoral head size 32mm +1. These implants were only implanted a few weeks ago.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. A review of manufacturing records and complaints databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.